Event description:
Acct. Reports continu-flo solution set with "white plastic wrap injection site" just "came loose" and dumped chemo all over two pts. 10/24/97 add'l. Info: chemo spill minimal, did not touch the pt. No pt. Injury per acct. Rn used needle lock with the 2c5547s.